Manufacturer narrative:
(B)(4). The insulin pump was received with a partially broken reservoir tube lip, a missing reservoir tube retainer, a missing reservoir tube o-ring, minor scratches on the lcd window, and a cracked select button keypad overlay.

Event description:
Customer's mother reported via phone call that the insulin pump was damaged where the reservoir locks. Customer's blood glucose level was unknown. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.